Manufacturer narrative:
The device was returned for analysis. The reported activation failure (failure to inflate) was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported activation failure (failure to inflate); however, factors that may contribute to activation failure (failure to inflate); include, but are not limited to, damage to the device, patient anatomical morphology, patient disease state, and inflation technique. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The xience pro a device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a mid right coronary artery. A 2.75x18mm xience pro a stent-balloon failed to inflate. Another device was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.